Event description:
It was reported that a patient underwent a total joint arthroplasty of touch cmc1 prosthesis. Subsequently, the patient underwent revision surgery due to cup loosening almost 5 years after implantation.

Manufacturer narrative:
Retrieval analysis suggests that an initial intra prosthetic conflict may have been a contributing factor, potentially leading to progressive cup rotation followed by device loosening. These observations are based on technical review. No manufacturing or design defect was identified as part of the investigation.